Event description:
Procedure: low anterior resection. According to the reporter: loaded idrive with the egiaradmt but it would not recognize. Tried again, this time it recognized the reload. Closed the jaws and pushed green button, but the device would not fire. Opened the jaws, blue lamp lighted. Replaced with another sulu, it worked fine. No patient harm. Operating time extended less than 30 min. No tissue damage. No reinforcement material used in conjunction with the stapling device. Last known patient status is fine.

Manufacturer narrative:
(B)(4).